Event description:
(B)(6) 2024. Follow-up 1st attempt comments (rec): attached the e-mail in "attachment(s)" field below "the device has finally been retained, you can organize its resumption at the address below: groupement hospitalier nord. Pharmacie ¿ bâtiment l. 76 rue de cuire. 69004 lyon." 1. Please confirm the number of products affected. ="1 device only". 2. Have any other actions been taken? ="no". I'd like to contact you about a quality defect that occurred in our departments on 28/06/2024. Would it be possible to forward this e-mail to the person in charge of quality defects and material vigilance? Subject: quality defect. Name: syringe 3p 50ml ll. Reference: (B)(4). Batch number: 2404028. Problem description: the plunger head has come loose. The problem was detected before administration to the patient. T h e r e were no clinical consequences. The medical device was not kept, but a photo (attached) was taken.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, the stopper is observed to be incorrectly assembled on the plunger rod. The plunger rod was disassembled for further evaluation. There was no damage or defect observed within the sample that could have contributed to this incident. A device history review was performed for lot 2404028, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers, there were no incidents documented related to any failures with the detection system during manufacturing of lot 2404028. Six retained samples of the reported lot were used for additional evaluation. All product was inspected and all stoppers were verified to be properly assembled onto the plunger rod. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly along with the detection system not properly identifying and discarding the impacted sample. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.